Manufacturer narrative:
Concomitant medical products: other applicable components are: product ID: 3387s-40, lot# va1jptw, implanted: (B)(6) 2018, product type: lead. Product ID: 3387s-40, lot# va1jptw, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 20-jun-2020, UDI#: (B)(4). Product ID: 3387s-40, serial/lot #: (B)(4), ubd: 20-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the patient¿s son had contacted the rep and stated that they felt like the patient had ¿slipped¿ cognitively and physically since receiving their dbs. The patient¿s son said the patient¿s age may have had a factor that led to this. There were impedance checks before and after an MRI that was done for an unrelated event. The impedances came back within normal range. No interventions were taken to resolve the issue yet. The patient¿s son said that the family would perhaps turn the device off temporarily on the advice of another neurologist who was a family friend. The issue was not resolved at the time of the report. Additional information was received: it was reported that the rep was unsure exactly what was meant by the term ¿slipped¿ but took that the patient¿s son meant that they had been having worsening of cognitive and physical function. The cause of the ¿slipping¿ was unknown, and they were going to turn off the dbs to see if stimulation was causing the issue. It was unknown if the issue had resolved. There were no further complications reported.

Manufacturer narrative:
Product ID 3387s-40, lot# va1jptw, implanted: (B)(6) 2018, product type: lead. Product ID 3387s-40, lot# va1jptw, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient's weight was unknown. There were no further complications reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot# va1jptw, implanted: (B)(6) 2018, product type: lead; product ID: 3387s-40, lot# va1jptw, implanted: (B)(6) 2018, product type: lead. Correction due to submission error of attachment names being too long, names were shortened and report resent. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the patient¿s son had contacted the rep and stated that they felt like the patient had ¿slipped¿ cognitively and physically since receiving their dbs. The patient¿s son said the patient¿s age may have had a factor that led to this. There were impedance checks before and after an MRI that was done for an unrelated event. The impedances came back within normal range. No interventions were taken to resolve the issue yet. The patient¿s son said that the family would perhaps turn the device off temporarily on the advice of another neurologist who was a family friend. The issue was not resolved at the time of the report. Additional information was received: it was reported that the rep was unsure exactly what was meant by the term ¿slipped¿ but took that the patient¿s son meant that they had been having worsening of cognitive and physical function. The cause of the ¿slipping¿ was unknown, and they were going to turn off the dbs to see if stimulation was causing the issue. It was unknown if the issue had resolved. There were no further complications reported.